Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The lead will continue to be monitored. There were no patient consequences.